Manufacturer narrative:
Additional information received for this case: it was noted that the endoleak was resolved on follow up CT and confirmed that there is no renal artery occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. The patient had a aortic neck diameter at the renal artery of 18mm and a proximal aortic neck length of 15mm. It was reported that during the index procedure, after the main body and contra limb were implanted, touch-up was performed with a reliant balloon on the proximal and distal landing zones. It was noted that the final angiogram indicated a type ia endoleak. It was noted that as the patient undergoes artificial dialysis as the renal artery may be occluded. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.